Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had motor error alarm. The customer blood glucose level was 260 mg/dl at the time of incident. Customer reports the drive support cap appears normal. Customer did not report motor position encoder error. Insulin pump alarm history contains more than one motor error alarm within a 30 day period. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The insulin pump was not exposed to high magnetic field. The insulin pump gave insulin without input and then it said motor error and now the piston is stuck half way. The customer was okay with giving the 7u because he needed it, but was concerned that it delivered without his input. The customer was assisted with troubleshooting. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
No motor error alarm or low reservoir alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. (B)(4).